Event description:
It was reported that during an unknown procedure, can't clamp tightly. No patient consequence reported. No other details provided.

Manufacturer narrative:
(B)(4). The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: could you please give more details on how it device can't clamp tightly? Surgeon fired 3 times, but clips falls off after being applied on a vessel. And then change a new one. Does clip does not stay in place or falls off after being applied on a vessel or tissue. Does not exclude. (Intra op or post op)? Intra op/the clip falls off after being applied on a vessel. Does the jaws are damaged? Unknown. Did device fire malformed clips? Did device fire scissored clips? Unknown. Could you please clarify if there were any patient consequences? Patient¿s condition is normal. No more information.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2022. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. Visual analysis of the returned sample revealed that the mcm30 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 24 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline.